Event description:
The report received from the affiliate indicated that there was a hub crack. The incident occurred at the moment of the connection with the indeflator. The stent had no contact with the patient. There were no anomalies noted when the device was taken out of the package. The device was not resterilized and was prepped following IFU instructions. It was not reported if there was any difficulty encountered flushing the sds or while connecting the hub to the indeflator device. No anomalies were noted during or after the device was prepped. The procedure was successfully completed.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices, as the us distributed cypher sirolimus drug-eluting stent. This device is available for testing and evaluation, but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.